Manufacturer narrative:
Qn#(B)(4). The sample was not returned; however, the customer sent two photos of a PICC catheter. From the photos, the complaint of a ruptured catheter body was confirmed. In both photos blood was leaking from the catheter body and it was clearly ruptured. A complete visual inspection could not be returned as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user , "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. Do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Do not use scissors to remove dressing to reduce risk of cutting catheter. Open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The complaint of a ruptured catheter body was confirmed by the photos the customer sent. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported that during the use on the patient, it was noticed (using a scanner) that the catheter was kinked or broken.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported that during the use on the patient, it was noticed (using a scanner) that the catheter was kinked or broken.